Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) found the recharger was unresponsive. The led's scrolled continuously. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the battery indicator of the wireless recharger keeps flashing and patient was not able to charge the recharger and also the deep brain stimulation properly. Suspected to be a hardware problem. Reset of the recharger did not resolve the issue. Replacing the dock did not resolve the issue a replacement was arranged and the issue was resolved. No symptoms reported.